Event description:
Right posterior fossa craniotomy performed on (B)(6) 2023 - medtronic durepair device, 62110, lot 2207017 that has now been recalled by mfg. On (B)(6) 2023 patient developed headaches, increased fatigue, fever and wound drainage - copious purulent yellow drainage. Urgent MRI conducted on (B)(6) 2023 and demonstrated deep wound infection. Patient brought emergently to the operating room (B)(6) 2023 for irrigation, debridement, craniectomy and wound closure. Lumbar csf drain also placed. The prior duraplasty repair appeared macerated and 3 focal areas of csf egress under pressure were identified. Repeat surgery conducted on (B)(6) 2023 after the lumbar drain had been removed as patient developed csf leak again. Performed external ventriculostomy and drain placement to provide csf diversion. Csf sent for culture, which was positive for mrsa. On (B)(6) 2023 the patient was taken back to the operating room to place a ventriculoperitoneal shunt for postinfectious hydrocephalus. On (B)(6) 2023, it was identified that the patient met criteria for an organ space ssi. Submitting this report due to receipt on (B)(6) 2023 of the medtronic durepair recall notice. This medtronic recall notice states that the catalog number implanted in this patient had endotoxin levels that were out of specification. It also states to monitor for symptoms of inflammation such as fever, fluid collection, csf drainage, and meningismus. As the patient experienced fevers, fluid collection, infection and multiple csf leaks from the macerated medtronic durepair duraplasty submitting this report out of an abundance of caution.